Manufacturer narrative:
The device was returned, and the evaluation found the nozzle was clogged along with the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope nozzle and objective lens had foreign material. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 and e4. Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified, and there was no physical damage at the place where the foreign material remained. Based on the results of the investigation, olympus confirmed foreign material in the air/water nozzle and objective lens, the type of the material was silicates, and organic silicone derived from medical solution. It was considered that the factors of foreign material adhesion include insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. Also, it was presumed that foreign material adhering to the objective lens caused the viewing fogging associated with water droplets on the lens surface, which scattered light, and the system detected that the light intensity was too high, and the light intensity of the light gage was suppressed by the light intensity adjustment function, which led to the event. Additionally, the foreign material was possibly not removed although the reprocessing was conducted properly since the shape of the nozzle exit was changed to pseudo by adhering inside the air/water nozzle caused insufficient water removal. The event can be detected and prevented by following the instructions for use: (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces. Olympus will continue to monitor field performance for this device.